Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection under normal plant lighting and by the unaided eye did not reveal any defects with the two returned devices. Using a syringe, 10 cc of air was inserted into the inflation valve. The cuffs fully inflated. The instruction for use (IFU), states "if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft". Since both cuffs immediately inflated, actions identified in the IFU were not performed. The devices were leak tested per work instruction. No leaks were detected. The reported problem of the cuffs not inflating could not be confirmed. The devices were allowed to rest for 5 days and retested by inserting 10 cc of air into the inflation valve. The cuffs fully inflated. The investigation did not identify a manufacturing defect with the returned devices. No device problem was found. No corrective actions are planned at this time. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the trach tube cuff would not inflate. Two lot numbers were reported. No patient injury was reported. The first lot number was previously reported on medwatch number 3012307300-2022-27181. Further details have been requested to determine if there were two items used in this incident or if the first lot number was only faulty on (B)(6) 2022.